Event description:
It was reported that an intra-aortic balloon pump (iabp) had a leak in the balloon chamber and alarmed ¿iabp may require maintenance.¿ this occurred during use on a patient, however there was no patient injury or harm reported. No additional information is available.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue. Evaluation revealed that the pressure regulator was adjusted and the scroll compressor was unable to produce adequate pressure to adjust within specification; the scroll compressor was replaced. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that an intra-aortic balloon pump (iabp) had a leak in the balloon chamber. This occurred during use on a patient, however there was no patient injury or harm reported. No additional information is available.